Event description:
It was reported that the bd secondary administration set experienced flow issues. The following information was provided by the initial reporter: they tend to give longer secondary infusions and even 24 hour secondary infusions. It happens with all types of secondary medications ¿ microfungin, chemo, pip-tazo, potassium. When it happens with chemotherapy they will typically have to infuse the entire primary IV bag to ensure the patient gets their dose (drug is expensive and weight based) so the patient ends up receiving more volume than they should.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd secondary administration set experienced flow issues. The following information was provided by the initial reporter: they tend to give longer secondary infusions and even 24 hour secondary infusions. It happens with all types of secondary medications ¿ microfungin, chemo, pip-tazo, potassium. When it happens with chemotherapy they will typically have to infuse the entire primary IV bag to ensure the patient gets their dose (drug is expensive and weight based) so the patient ends up receiving more volume than they should.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that when newly back priming a secondary IV set the flow is very slow. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11448964 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.